Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and put power cord back on take-up reel. The fse repaired for power cable assembly. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units power cord is not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.